Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire third party service technician was able to verify the customer's reported issues. Bench testing revealed a faulty analog board. The service technician replaced the analog board and the reported issues were resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was auto cycling and alarming transducer fault and disc sense alarm. The customer confirmed there was no patient involvement associated with the reported issue.